Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with several ventricular noise reversion episodes. Lead sensing, pacing and impedance trends were satisfactory. Programming changes were discussed but not made as of yet. The patient was stable.